Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by an allied health care professional that during in-office testing the r-wave data was missing during a device check. However the data could be seen on an electronic transmission. The device remains in use. No patient complications have been reported as a result of this event.